Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received broken in half and fully fired. Furthermore, the cartridge pan was out of position and was not returned for analysis. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on how the cartridge became damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, after firing the magazine broke into pieces, could be removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.